Manufacturer narrative:
The manufacturer is presently following up to determine the serial number and availability of the device. Device disposition not presently known.

Event description:
A size 19 mitroflow valve (model unknown) was explanted due to svd on (B)(6) 2017. The valve was successfully replaced with a perceval 21.

Manufacturer narrative:
Device not available for return.

Event description:
A mitroflow valve was implanted in 2010 to replace a previously implanted mechanical valve. On (B)(6) 2017, the valve was explanted due to svd and replaced with a perceval size 21. The patient outcome was good, with good performance of the replacement valve, and without peri-prosthetic leakage. The gradient at discharge was less than 10 mmhg.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), as they pertain to the reported event, were reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for analysis, no further investigation could be performed. Based on the document review performed, no manufacturing deficits were identified. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves, and the principal underlying pathological process is cuspal calcification. However, as no device investigation could be performed, and the patient's clinical history is unknown, the root cause of this event cannot be determined.